Event description:
The customer reported that the ventilator is alarming vent inop intermittently. The customer reported there was no patient involvement.

Manufacturer narrative:
Conclusion / root cause: the data acquisition (da) pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).